Event description:
On event date, a patient was receiving primacor in the continuous mode at a rate of 4.4 ml/hr, vtbi 317 ml. The infusion ran out 3 hours early. The pump was switched out for the patient. The patient was sent to the hospital 3 days later.